Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving lioresal 2000mcg/ml at 1115mcg/day via an implantable pump. The healthcare provider reported that the patients pump was currently stalled. The patient did not have an MRI. Per the healthcare provider this patients pump has history of motor stalls (B)(6) 2020, (B)(6) 2020, and (B)(6) 2019. The patient was admitted to the hospital since they are going to be replacing the pump and in anticipation of any baclofen withdrawal. Per the healthcare provider they did a side port aspiration and the catheter was fine. Additional information received on 26-feb-2021 reported that the patients pump had multiple motor stalls beginning approximately 6 months ago. The patient was inpatient and had been experiencing itching and twitching of lower extremities. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2021 with a daily dose of 650mcg/day of baclofen. It was noted that eri (elective replacement indicator) was 31 months. The issue was resolved at the time of the report.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.